Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, the physician elected to coronary protect the left main coronary artery due to the patient's small sinus anatomy. Upon 80% deployment, a root angiogram was performed that showed normal flow to the left main coronary artery. Upon full deployment, st elevations were observed and the right coronary artery (rca) was suspected to have been compromised. The physician attempted to get into the rca which was unsuccessful; however, the st changes resolved. Therefore, the procedure was completed without further intervention. Two days following the implant of the transcatheter valve, a possible late right coronary artery occlusion occurred, and the patient underwent open-heart surgery to explant the valve. Per the physician, the patient's calcified anatomy, and sinus of valsalva (sov) mean diameter of 26.5 millimeters (mm) contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the implant procedure, the physician elected to coronary protect the left main coronary artery due to the patient's small sinus anatomy. Upon 80% deployment, a root angiogram was performed that showed normal flow to the left main coronary artery. Upon full deployment, st elevations were observed and the right coronary artery (rca) was suspected to have been compromised. The physician attempted to get into the rca which was unsuccessful; however, the st changes resolved. Therefore, the procedure was completed without further intervention. Two days following the implant of the transcatheter valve, a possible late right coronary artery occlusion occurred, and the patient underwent open-heart surgery to explant the valve. Per the physician, the patient's calcified anatomy, and sinus of valsalva (sov) mean diameter of 26.5 millimeters (mm) contributed to the event. Additional information was received indicating that a right coronary occlusion was confirmed. There was no patient history of coronary occlusion or coronary artery disease. The valve was explanted and a new valve was implanted in the patient one day after the original valve implant procedure.

Manufacturer narrative:
Corrected data: d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.